Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Cutting failed during use. (B)(4). Leep precision generator lp-20-120. E-complaint (B)(4).

Event description:
Cutting failed during use. Order: (B)(4). 1216677-2021-00122 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples . *analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 8/21/2019 under wo's (B)(4) & (B)(4) and shipped on 9/12/2019. Manufacturing record review: DHR's 269872 & 269832 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4) . Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action . The unit was evaluated, tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity . Coopersurgical will continue to monitor this complaint condition for trends.